Event description:
I had disc replacement surgery in 2007. My surgeon used an artificial disc with bmp and a cage. I was given any options to use a cadaver bone or bone from my hip. It was not disclosed to me that the product used was off label. It was presented to me like this was the common way for the surgery to occur. I had complication immediately after surgery. When they removed my breathing tube, my neck and throat swelled so large that they could not get in another tube. They had to insert an emergency trach and transport me to local hospital. I then went into another surgery to clean the original incision area and put in a more secure trach. I was put on a ventilator, had my lung collapse 2x and spent 7 days in ICU. The surgeon explained these complications as related to an allergic reaction to anesthesia, because I was over weight or because I had sleep apnea. My guess is that they never reported these complications as they should. They continued to allow me to believe this was a quirky situation. I have been living in fear of additional surgeries as I am not better. I am concerned that the thrashing when I could not breathe caused additional problems. I am also concerned about the bone growth. I am in more pain today than before the surgery. I discovered a article in 2008. This explains my experience in detail. I am appalled that surgeons can use these products in this way and present them as they did without making us aware. Now I am outside of my statue of limitations and unfortunately do not have a case. I just want to prevent this issue from happening to someone else and their family. Dates of use: 2007 - 2009 still in neck. Diagnosis or reason for use: cervical spine disc replacement.